Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the sureform 30 stapler instrument was returned for failure analysis evaluation. The instrument was found to have 1 firing failure based on a log review which was not replicated through in-house testing due to an initialization issue. A review of the log found that the instrument generated a "tissue too thick to continue" message during the 2nd fire which failed to complete. Additionally, the instrument was installed on an in-house system with an in-house reload. The instrument failed the initialization test on multiple attempts. The instrument generated an error code. Additionally, the instrument was found to have one lodged staple in the jaws of the instrument. The lodged staple was removed in-house. Further investigation on the stapler and disassembling was conducted. The instrument jaws were unable to fully close, indicating that a component remained within the jaws. Upon disassembly, the lockout mechanism was intact and functioned as expected when manually displaced and returned to position. The lockout cover exhibited a slight bend; however, this did not impair lockout functionality. Fragments from a reload switch component were identified near the lockout cover and within the channel alongside a formed staple. These fragments were confirmed to originate from a sureform 30 reload. Knife edge damage on the driver suggests contact with a displaced switch component during the firing sequence. The force of the interaction resulted in a force increase past the pre-determined force threshold, resulting in the partial fire. Evidence indicates the switch component was likely dislodged during reload installation and fragmented during firing. Damage suggests a sharp angle of reload insertion into the instrument channel, which may have allowed the reload tail to interact with components at the back of the channel, bending and pulling the switch from the tail during attempts to seat the reload while misaligned.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the sureform 30 curved-tip stapler instrument produced an incomplete staple line. The first fire was completed successfully with a blue sureform 30 reload. The second fire with a white sureform 30 reload produced an error message of "tissue too thick to continue" and multiple pauses for compression. Once the stapler's jaws were opened, bleeding was produced from the incomplete staple line. The staple line was over-sutured to address the bleeding, and a ray tec sponge was applied. The same sureform 30 curved-tip stapler was attempted to be used for a third reload; however, the reload could not be applied appropriately to the stapler. A new sureform 30 curved-tip stapler instrument was opened and used for the remainder of the procedure without complication. The procedure was completed robotically; the patient is recovering well.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the reload associated with the event. Isi did receive the sureform 30 curved-tip stapler associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing due to the fact that the instrument failed to initialize when installed on the in-house system. Review of the log found that the instrument generated a "tissue too thick to continue" message during the 2nd fire which failed to complete. Visual inspection found a lodged staple and what appears to be a switch fragment. Additionally, the instrument was installed on an in-house system with an in-house reload. The instrument failed the initialization test on multiple attempts. The instrument generated an error code. The instrument was found to have one lodged staple in the jaws of the instrument. The lodged staple was removed in-house. Stapler logs show the first sureform 30 curved-tip stapler was installed on the system 2 times and fired 2 reloads (1 blue, followed by 1 white). On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On install 2, the system failed to detect the reload color, and the user manually selected the white reload via the user interface on the surgeon side console (ssc) touchpad. The first clamp was successful but was followed by a firing failure. The instrument was then removed and not used again in the procedure. Next, logs show a second sureform 30 curved-tip stapler was installed on the system 1 time and fired 1 white reload. On the only install, the system failed to detect the reload color, and the user manually selected the white reload via the user interface on the ssc touchpad. The first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.